Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. A philips remote service engineer (rse) interviewed the customer and confirmed all devices involved were working properly. Clinical related logs were reviewed by clinical staff in search of cause which was not mechanical. The customer provided the logs to philips for further evaluation by a philip product support engineer (pse). The clinical audit log provides a chronological record of the alarms and actions. Please note, the data column in the log record indicates the date and time displayed on the information center (central station) when the entry occurred. The action column contains the text generated when the alarm first appears and ended when the alarm no longer appears in the sector. Please note, the time in the action column shows the clock time of the monitoring device. The clock time may drift up to 30 seconds before the information center (central station) clock synchronizes to the monitoring device clock. The intellivue patient monitor configuration file was reviewed. The spo2 low alarm delay is configured for 20 seconds. The desaturation alarm delay is configured for 20 seconds. This means when the spo2 value is below the low alarm limit setting for greater than 20 seconds, the **spo2 low alarm generates. The ***desaturation alarm generates when the spo2 value is below the desaturation alarm limit setting for greater than 20 seconds. Once the alarm is generated, the value in the banner will show the maximum deviation from the setting, which may not be the currently displayed value according to the information in the IFU: there is a delay between a change in the oxygen saturation at the measurement site and the corresponding alarm indication at the monitor. This delay has two components: ¿ the general measurement delay time is the time between the occurrence of the saturation change and when the new value is represented by the displayed numerical values. This delay depends on the algorithmic processing and the averaging time configured for spo2. The longer the averaging time configured, the longer the time needed until the numerical values reflect the change in saturation. ¿ the time between the displayed numerical values crossing an alarm limit and the alarm indication on the monitor. This delay is the sum of the alarm delay time configured for spo2, plus the system alarm delay. The system alarm delay is the processing time the system needs for any alarm to be indicated on the monitor, after the measurement has triggered the alarm. Based on the information provided in the case and the logs provided by the customer, the device operated correctly. The alarm was generated on the device at 9:48:30. The information center time was 9:48:54. When the time drift reaches 30 seconds, the information center (central station) will send out a synchronizing message. This will synchronize the time on the device and the information center (central station). No further investigation or action is warranted at this time due to the device working as specified.

Event description:
It was reported the red alarm was expected to sound for sp02 monitoring. Conditions leading up to red alarm sounding were requested to be reviewed as to why it did not alarm. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.